Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button was not responsive and that the insulin pump had a full display anomaly. The blood glucose reading was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no missing segment display during testing noted. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the connector on the lcd and no unlock keypad connector was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.